Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for an unknown indication for use. It was reported that the patient's pump was partially exposed and had to be explanted after a trip to the emergency room on (B)(6) 2018. As a result the patient had a staph infection. There were no environmental, external, or patient factors that may have led or contributed to the issue. No troubleshooting or diagnostics occurred. The event was resolved and the patient's status was noted to be "alive no injury". No further issues were reported or anticipated.